Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. On (B)(6) 2023, the patient¿s daughter found her unconscious in their home (no details were provided leading up to the patient losing consciousness). The patient¿s daughter called 911. Once the paramedics arrived, the patient¿s bg via fingerstick was 40 mg/dl. The reporter could not recall was the cgm comparison value was at this time. The patient was transported to the hospital. The patient was treated with IV glucose and recovered after treatment. The patient was discharged home two days later after her bg levels stabilized. The patient was in good condition at the time the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.